Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no other findings were available. A technical service engineer found that the client logged the case on behalf of the rn and no settings issue was found. The system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had an issue unable to remove precedex from pyxis. The customer reported issue occurred when dispensing medication and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.